Event description:
Evaluation revealed the force sensor resistance measurement was out of calibration. There was no patient injury associated with this issue.

Manufacturer narrative:
This complaint is being reported based on pump evaluation completed on 10/31/2011. (B)(6). Recall #: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. Evaluation revealed the force sensor resistance measurement was out of calibration.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.